Event description:
It was reported the patient no longer had pain relief, and there was no paresthesia. The impedance was checked on the complete system (lead and extension) and it was >10000 ohms on all contacts. When the test was directly on the lead, the impedances were normal. When the test was directly on the extension, the impedances were >10000 ohms. The extension was replaced, and after explantation it was noted the extension was broken.

Manufacturer narrative:
(B)(4). The extension has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.